Event description:
Pt (patient) twisted the top off from the sensor applicator, but it didn't come off. This happened to both sensors that she received. She has used these sensors before and knows how to use them. Reference report: mw5153682.